Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.